Manufacturer narrative:
The investigation has been completed. A device history record (DHR) was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." The root cause was not determined. Probable cause that could lead to the reported event include that the images were not displayed because of cable damage due to the user's handling.

Event description:
The procedure was completed without delay with a different device (replacement device not provided). No other devices were replaced. A scope was used at the time of the failure (no product information provided).

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a faulty cable unit. A hairline crack was found on the focus ring. The rear cover labels were fading. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that no image was displayed while using a camera head. The issue occurred during preparation for a procedure. No patient involvement or injury was reported. No additional information has been obtained.